Event description:
"Patient on IV magnesium sulfate via pump for contractions. IV noted not to be infusing x2. Pump taken out of service. Patient delivered approx 9 hours later." Upon futher query the following information was provided: report received of a non-delivery. Reportedly in 2004 at 1415, the pump was programmed to deliver magnesium sulfate at a rate of 62ml/hr on the secondary line. The solution infusing on the primary line was not specified. At 1500, the pump was reportedly "working okay". At 1630, the nurse noted the secondary line was not infusing. The pump programming was cleared. The pump was reprogrammed and the infusion was resumed. Reportedly at 1815, the pump was again noted to not be infusing on the secondary line. It was not specified if the pump audibly alarmed. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The patient delivered a 28 week old neonate the following day at 0251. The neonate was transfered to the intensive care nursery due to prematurity. There were no reported adverse patient sequelae. Though requested, no additional information was provided.